Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, with no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump as the malfunction code was resettable, and the issue did not recur after the reset. The customer was informed that they could continue using the pump and was advised to report back if the malfunction code appeared again.